Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using two proglide devices after a heart catheter interventional procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first device. The second device was deployed too deep in the vessel [back wall stitch] and an occlusion was noted. Manual compression was applied as the patient was moved to the operating room. A surgical cutdown was performed to treat the occlusion and achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.